Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event was requested from the complainant, but no response was received. Per the instructions for use (IFU) for the gore-tex® suture, misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well-formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received a voluntary medwatch (MDR report #mw5158307) regarding the gore-tex® suture. The report stated the following: "suture for valve repair failed and patient had to undergo second surgery and new valve."